Event description:
On (B)(6) 2012, the patient contacted animas reporting that she has high blood glucose levels (bg) and ketones with nausea since going on her replacement insulin pump. Her bg's have been in the 300's mg/dl and reportedly not responding to corrections with the pump. She had changed the insulin and using the same bottle for injections and her bg's are responding ''fine.'' She is using the pump to calculate the injection dosage. The patient claims she had been waking up ok after corrections with injections but then her bg will elevate with the pump. She denies any issues with the infusion set/site and cartridge. The patient stated she had been changing her infusion site daily and has not noticed any insulin leakage or site issues. The animas customer support representative (csr) reviewed the pump with the patient. The patient confirmed that the pump is programmed as desired and the total insulin adds up correctly in the pumps history. The patient was unable to prime the pump while on the phone with the csr. Based on the troubleshooting with the csr, there was nothing to indicate a malfunction with the pump. This complaint is being reported because the patient allegedly experienced elevated bg and ketones with nausea while on the pump. The patient claims that her bg's respond with the same insulin when used with a syringe. There were no other noted contributing factors to the patient's hyperglycemia. A replacement pump was sent to the patient.

Manufacturer narrative:
Follow-up #1 date of submission 08/31/2012 device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2012 with the following findings: there was no activity outside normal use observed in the black box or download history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the force sensor was found to fail calibration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.